Event description:
It was reported that this pacemaker system displayed a red alert in the latitude remote monitoring system. The red alert was for a lead safety switch (lss) from bipolar to the unipolar configuration due to the right ventricular (rv) lead pacing impedance measurements being greater than 3000 ohms, which was high out of range. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that this pacemaker system displayed a red alert in the latitude remote monitoring system. The red alert was for a lead safety switch (lss) from bipolar to the unipolar configuration due to the right ventricular (rv) lead pacing impedance measurements being greater than 3000 ohms, which was high out of range. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this pacemaker was explanted and the rv lead surgically abandoned due to high capture thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system displayed a red alert in the latitude remote monitoring system. The red alert was for a lead safety switch (lss) from bipolar to the unipolar configuration due to the right ventricular (rv) lead pacing impedance measurements being greater than 3000 ohms, which was high out of range. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this pacemaker was explanted and the rv lead surgically abandoned due to high capture thresholds. No additional adverse patient effects were reported.